Manufacturer narrative:
All operating currents are within specification. Unit passed displacement test and self test. Pump error alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm as well as motor arm cannot communicate with the main arm alarm. Customer's blood glucose value was 230 mg/dl and 180 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.